Event description:
Burn, quite irritating and painful [thermal burn]. Blister half an inch big on the right side of his backbone on the lower part of his back or above his buttocks [blister]. Drainage of pus [purulent discharge]. The magnets just had been bad or something [product quality issue]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) year old caucasian male pt started to receive thermacare heatwrap (thermacare lower back and hip) (lot #: j24904, exp date: 10/2017) from (B)(6) 2015 for lower back pain. Medical history included surgery from an unk date an dunk if ongoing. There were no concomitant medications reported. Past product history included thermacare heatwraps (thermacare heatwraps) on an unspecified date for an unspecified indication. On (B)(6) 2015, the pt reported he used the heatwrap from 8 am to approximately 4 pm and when he took it off, he noticed it had caused a burn and blister on his back. The size of the blister was reported as half an inch big and it was on the right side of his backbone on the lower part of his back or above his buttocks. The pt reported there was drainage of pus from the burn and blister but showed no symptoms of pain, fever, rash or swelling. He stated the burn and blister were quite irritating and painful but he did not receive any treatment for them. He suggested the magnets had been bad or something that had caused him the burn. The pt mentioned he did not feel the heatwrap was getting too hot. The pt assessed his skin tone as medium and he did not use any creams, rubs or gels under the wrap. He mentioned there were no defects on the wrap like cuts, tears, leaks or holes. The pt stated he did not microwave the heatwrap and there was no change in the color of the wrap. He reported he did not exercise while using the wrap and did not change or modify the wrap in anyway. The pt stated he did not use the wrap overnight or while sleeping and had used the wrap over healthy skin. He mentioned he had used the wrap over the correct part of the body as shown on the picture and did not apply any pressure over the wrap. The pt reported he did not wear more than two layers of clothing over the wrap and did not sit or recline for a prolonged period of time. He did not use more than one wrap per day. Action taken with the product was permanently withdrawn on (B)(6) 2015. At the time of the report, clinical outcome of the event was reported as not resolved. Additional info has been requested and will be provided as it becomes available. Company case comment: based on the info provided, a possible contributor role of the suspect device product to the reported events, thermal burn, blister, and purulent drainage cannot be excluded. This case meets initial 30 day reportability.